Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process, after which the cgm error did not appear again. The caller successfully started a new sensor session.